Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), tumour haemorrhage ("heavy bleeding fibroids") and haemorrhagic ovarian cyst ("hemorrhagic cyst right ovary") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (((B)(6) 2006, (B)(6) 2013)), placenta previa, nabothian cyst and hemorrhagic cyst. Previously administered products included for an unreported indication: provera 10mg on (B)(6) 2017, depo shot from 2011 to 2012 and birth control pills from 1993 to 1995. Concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (provera) for bleeding genital. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, 1 month 3 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced uterine leiomyoma ("heavy bleeding fibroids /uterine fibroid"). On (B)(6) 2017, the patient experienced tumour haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion ("one of the essure coils fell out when she urinated /expulsion of essure device no longer in body,fell out of vagina"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches") and haemorrhagic ovarian cyst (seriousness criterion medically significant). The patient was treated with cilest (trinessa). Essure treatment was not changed. At the time of the report, the device dislocation, tumour haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, hormone level abnormal, migraine, headache, uterine leiomyoma and haemorrhagic ovarian cyst outcome was unknown. The reporter considered device dislocation, device expulsion, haemorrhagic ovarian cyst, headache, hormone level abnormal, menorrhagia, migraine, tumour haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: previously reported exploratory surgery to remove the essure in (B)(6) 2013. Plaintiff had not had her essure removed as per pfs of fu (B)(6) 2018. Current weight : 224 lbs. The right tube was clearly visualized and essure micro-inserts were carefully inserted and locked into place with 4 coils protruding from the tube. The left tube was rather difficult to see and after several attempts, the essure insert was threaded in and locked into place. There were about 12 coils seen protruding from the tube. Previously reported date of birth was (B)(6) 1976 and in medical record it was reported as (B)(6) 1976. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, device dislocation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received. Hemorrhagic cyst right ovary was added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), tumour haemorrhage ("heavy bleeding fibroids") and haemorrhagic ovarian cyst ("hemorrhagic cyst right ovary") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (on (B)(6) 2006, on (B)(6) 2013), placenta previa, nabothian cyst and hemorrhagic cyst. Previously administered products included for an unreported indication: provera 10mg on (B)(6) 2017, depo shot from 2011 to 2012 and birth control pills from 1993 to 1995. Concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (provera) for bleeding genital. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 month 3 days after insertion of essure, the patient experienced device expulsion ("one of the essure coils fell out when she urinated /expulsion of essure device no longer in body,fell out of vagina"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding ( vaginal)" and menorrhagia ("abnormal bleeding (menorrhagia)". On (B)(6) 2017, the patient experienced uterine leiomyoma ("heavy bleeding fibroids /uterine fibroid"). On (B)(6) 2017, the patient experienced tumour haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), haemorrhagic ovarian cyst (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with cilest (trinessa). Essure treatment was not changed. At the time of the report, the device dislocation, tumour haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, hormone level abnormal, migraine, headache, uterine leiomyoma, haemorrhagic ovarian cyst, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, haemorrhagic ovarian cyst, headache, hormone level abnormal, menorrhagia, migraine, tumour haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: previously reported exploratory surgery to remove the essure on (B)(6) 2013. Plaintiff had not had her essure removed as per pfs of fu on (B)(6)2018. Current weight : 224 lbs. The right tube was clearly visualized and essure micro-inserts were carefully inserted and locked into place with 4 coils protruding from the tube. The left tube was rather difficult to see and after several attempts, the essure insert was threaded in and locked into place. There were about 12 coils seen protruding from the tube. Previously reported date of birth was on (B)(6) 1976 and in medical record it was reported as on (B)(6) 1976. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, device dislocation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 12-sep-2018: new pfs received- new events added:psychological or psychiatric problems condition: depression and mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device'), tumour haemorrhage ('heavy bleeding fibroids') and haemorrhagic ovarian cyst ('hemorrhagic cyst right ovary') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 (((B)(6) 2006, (B)(6) 2013)), placenta previa, nabothian cyst, hemorrhagic cyst, urine odor foul, urinary tract infection, vaginal disorder nos, burning micturition, dysuria, abdominal pain lower, fatigue extreme, constipation chronic, hair thinning, breast pain, unilateral leg pain, hot flashes, hypertension, obesity, multiple cesarean sections, vitamin d deficiency, swelling of feet, nausea and hypercholesterolemia. Us non ob transvaginal: no intrauterine device identified, single small lower uterine segment fibroid, hemorrhagic cyst right ovary. Previously administered products included for an unreported indication: provera 10mg, depo shot from 2011 to 2012 and birth control pills from 1993 to 1995. Concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (provera) for bleeding genital as well as topiramate (topamax). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion ("one of the essure coils fell out when she urinated /expulsion of essure device no longer in body,fell out of vagina/essure coil came out"), 1 month 3 days after insertion of essure. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("heavy bleeding fibroids /uterine fibroid"). On (B)(6) 2017, the patient was found to have tumour haemorrhage (seriousness criterion medically significant). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced migraine ("migraines"), headache ("headaches"), haemorrhagic ovarian cyst (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). The patient was treated with ethinylestradiol;norgestimate (trinessa) and surgery (laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, tumour haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, hormone level abnormal, migraine, headache, uterine leiomyoma, haemorrhagic ovarian cyst, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, haemorrhagic ovarian cyst, headache, hormone level abnormal, menorrhagia, migraine, tumour haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: previously reported exploratory surgery to remove the essure in (B)(6) 2013. Plaintiff had not had her essure removed as per pfs of fu (B)(6) 2018. Current weight : 224 lbs. The right tube was clearly visualized and essure micro-inserts were carefully inserted and locked into place with 4 coils protruding from the tube. The left tube was rather difficult to see and after several attempts, the essure insert was threaded in and locked into place. There were about 12 coils seen protruding from the tube. Previously reported date of birth was 02-sep-1976 and in medical record it was reported as 02-nov-1976. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, device dislocation, pelvic pain, menorrhagia, device expulsion, migraine, headache, vaginal hemorrhage, ovarian cyst, anxiety. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information , patient details , other relevant history , date explanted, auto-narrative supplement added and product details updated.fu received.no new significant change made in medical context of case.medical and drug history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 (B)(6) 2006, (B)(6) 2013 , placenta previa, nabothian cyst, hemorrhagic cyst, urine odor foul, urinary tract infection, vaginal disorder nos, burning micturition, dysuria, abdominal pain lower, fatigue extreme, constipation chronic, hair thinning, breast pain, unilateral leg pain, hot flashes, hypertension, obesity, multiple cesarean sections, vitamin d deficiency, swelling of feet, nausea and hypercholesterolemia. Us non ob transvaginal: no intrauterine device identified, single small lower uterine segment fibroid, hemorrhagic cyst right ovary. Previously administered products included for an unreported indication: provera 10mg, depo shot from 2011 to 2012 and birth control pills from 1993 to 1995. Concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (provera) for bleeding genital as well as topiramate (topamax). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion ("one of the essure coils fell out when she urinated /expulsion of essure device no longer in body,fell out of vagina/essure coil came out"), 1 month 3 days after insertion of essure. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroid") with tumour haemorrhage. On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced migraine ("migraines headaches"), haemorrhagic ovarian cyst ("hemorrhagic cyst right ovary"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with ethinylestradiol;norgestimate (trinessa) and surgery (laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine leiomyoma, device expulsion, vaginal haemorrhage, menorrhagia, hormone level abnormal, migraine, haemorrhagic ovarian cyst, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, haemorrhagic ovarian cyst, hormone level abnormal, menorrhagia, migraine, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: previously reported exploratory surgery to remove the essure in (B)(6) 2013. Plaintiff had not had her essure removed as per pfs of fu (B)(6) 2018. Current weight : 224 lbs (101.6 kg). Insertion details: the right tube was clearly visualized and essure micro-inserts were carefully inserted and locked into place with 4 coils protruding from the tube. The left tube was rather difficult to see and after several attempts, the essure insert was threaded in and locked into place. There were about 12 coils seen protruding from the tube. Previously reported date of birth was (B)(6) 1976 and in medical record it was reported as (B)(6) 1976. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, device dislocation, pelvic pain, menorrhagia, device expulsion, migraine, headache, vaginal hemorrhage, ovarian cyst, anxiety. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy bleeding fibroids") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (((B)(6) 2006, (B)(6) 2013)) and placenta previa. Previously administered products included for an unreported indication: provera 10mg on (B)(6) 2017, depo shot from 2011 to 2012 and birth control pills from 1993 to 1995. Concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (provera) for bleeding genital. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hormone level abnormal ("hormonal changes"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 month 3 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and uterine leiomyoma ("heavy bleeding fibroids"). On an unknown date, the patient experienced device expulsion ("one of the essure coils fell out when she urinated"). The patient was treated with cilest (trinessa). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, hormone level abnormal, migraine, headache and uterine leiomyoma outcome was unknown. The reporter considered device dislocation, device expulsion, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: previously reported exploratory surgery to remove the essure in (B)(6) 2013. Plaintiff had not had her essure removed as per pfs of fu (B)(6) 2018. Current weight : 224 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, vaginal haemorrhage, menorrhagia, hormone level abnormal, device dislocation, migraine, headache, uterine leiomyoma, device monitoring procedure not performed were added. Reporter, patient demographic information, all other relevant history updated. Product start date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and device expulsion ("one of the essure coils fell out when she urinated"). The patient was treated with surgery (exploratory surgery to remove the essure in (B)(6) 2013). Essure was withdrawn. At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter considered pelvic pain and device expulsion to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. Essure was removed one month after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. Essure was removed one month after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.